Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge depleted from 80% to 5%, and then jumped up to 90%. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 94 (mg/dl). Customer reported that insulin injections are available for alternate insulin therapy, and they would contact their health care provider for dosing advice.